Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the uterus in a laparoscopic uterine fibroids removal, both needle and thread broke and was discarded after operation. Re-sewing with new suture. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. Inspection of the needle noted instrument marks in the middle portion of the needle with no bent or broken sites. Suture material was noted inside the swage and a small piece remained attached. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Microscopic inspection of the remaining end of the suture noted that the suture had been split under tension and the loop end of the suture was missing. As no sealed samples were returned, a needle attachment/tensile test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.